Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a patient experiences glare. The surgeon stated the patient's symptoms may be related to their retinal condition. Additional information has been requested.

Event description:
Add'l info provided by the user facility indicated the intraocular lens was replaced in 6/2001. It was also stated that this event may be related to retinal disease. The surgeon indicated he did not believe the intraocular lens (iol) malfunctioned.